Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 219mg/dl, 191mg/dl, 133mg/dl, 214mg/dl, 217mg/dl, 167mg/dl. Tests were done <10 minutes apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.